Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right atrial (ra) lead. It was also noted that the right ventricular (rv) lead exhibited high thresholds. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.